Event description:
The hcp reported that the pt was admitted to the intensive care unit for observation. The pt was receiving morphine, bupivicaine and clonidine via the drug delivery system and presented with hypotension. The pump was stopped and the pt's condition improved. It is uncertain what other treatment was undertake. The hcp "underestimated pt's reaction to clonidine". The pt required an extra day in the hospital but is reported to be back to "pre-event baseline".